Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2018-01980.

Event description:
The patient was undergoing a coil embolization procedure in the left subclavian artery using ruby coils and a ruby coil detachment handle (handle). During the procedure, a ruby coil did not deploy when it was triggered with a handle. The actual event date is unknown. It is unknown how the procedure was completed; however, there was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, it has not been received by the manufacturer and no information is available as to why it was not returned. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01980.